Event description:
The customer called and reported that the reservoir indicator on the insulin pump was inaccurate. The insulin pump stated there were 140.2 units left while there were 100 units shown in the reservoir. Customer was asked to rewind and prime the pump. The insulin pump showed 136.9 units. It was advised that the reservoir may not have gone low enough to trigger the icon changing. Customer stated the reservoir icon was still full after it had been worn all day. Customer was advised to monitor the insulin pump and call back if the reservoir icon still would not change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.